Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage to the power cord prongs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the nurse and obtained the following additional information: the nurse believed that the issue was identified prior to ports placement; however, the nurse was unable to confirm. The procedure was not completed with da vinci system since it was converted to laparoscopic surgery. Two 5mm ports were placed and used for laparoscopic portion. There was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the vision side cart (vsc) power cord prongs were visibly bent. The fse replaced the power cord to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, specifically related to the power cable connected to the vsc. It can be resolved by replacing the power cord.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vision side cart (vsc) would not power on.